Manufacturer narrative:
Continuation of d10: product ID: 977a260, serial# (B)(6), product type: lead; product ID: 977a260, serial# (B)(6), product type lead. Section d information references the main component of the system. Other relevant device(s) are: product ID: 977a260, serial/lot #: (B)(6) ubd: 05-apr-2028, UDI#: (B)(4); product ID: 977a260, serial/lot #: (B)(6) ubd: 05-apr-2028, UDI#: (B)(4). Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Information was received from a patient (pt) who was implanted with an implantable neurostimulator (ins). The reason for the call was the patient stated the therapy started out wonderful, but then they started having issues with the pain coming back around about the end of june. The patient stated they have adjusted and adjusted the therapy and tried all 3 different programs, but they just can't seem to find any relief. The patient met with a manufacturer representative (rep) for reprogramming the (B)(6), and it seemed like it was "going to work pretty good" but the last week it has just plummeted where it's not doing much for them at all. Additional information was received from the manufacturer representative (rep). They scheduled the patient on (B)(6) 2024. Additional information was received from the patient. It was reported that the pain was caused by a change in activity level. To resolve the pain, changes in programming were performed to no avail. This worked for a couple of days and then the pain became worse. The patient reported that three electrodes were not functioning and electrode replacement was possible. The issue was not resolved.